Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy procedure, the nurse connected the cartridge to the adapter,checked the jaws by opening and closing and 3 indicators were illuminated green, then closed the jaws and handed the device to the surgeon. The surgeon approached to the cavity and tried to open the jaws, however could not. The status indicators flashed blue and the handle indicator flashed green. The device was replaced by a competitor's device and the procedure was completed. After the surgery, the nurse re-inserted the battery, the calibration was performed and the device reacted normally. The status of the patient is no injury.